Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-632a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 5 minutes, 5,000 jules while using the surgical fiber during a prostate procedure, the fiber was observed to be defective. The fiber was replaced and the procedure complete using a second surgical fiber; total joules used: 203,000. There was no patient injury reported.